Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred while the customer was attempting to change the cartridge. The customer's blood glucose level was 300 (mg/dl). It was indicated that the customer had manual injections available as alternate insulin therapy.